Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges. The o-ring was found on the pneumatic tap. Customer added insulin to the previously used cartridge and it was successfully loaded. Insulin delivery was resumed. Tandem technical support advised that it was against labeling to add insulin to a used cartridge. Blood glucose was 184 mg/dl.